Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va01fg5, implanted: (B)(6) 2012, explanted: (B)(6) 2013. (B)(4).

Event description:
It was originally reported on (B)(4) 2013 that a longevity calculation was needed to estimate battery life. The calculation was for a revision case the day after the report. About six weeks later it was reported that the settings reported were hypothetical, not actual settings. They were requested by the health care provider (hcp) for personal learning. Additional information received reported that the patient had ¿many falls¿ early in therapy and was not getting good effect after these falls. An x-ray showed lead migration so the patient was revised. The device was replaced at the same time. The patient recovered without sequela and was currently receiving good therapy as she went from using 15 pads a day down to 4. It appeared that the previously calculated longevity was not actually hypothetical, but for this case. However, this was unclear.